Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally overbolused for a meal. The customer's blood glucose (bg) level subsequently decreased and displayed as 'low' on the continuous glucose monitor (cgm). The customer did not provide how they addressed the low bg. Tandem technical support (cts) walked the customer through a pump system check and confirmed the pump is functioning as intended, recommendation was made to call back if the customer experiences any further issues.